Event description:
The product was used during a laparascopic procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon was unable to retrieve the component & stated there was no danger to the pt. The hospital has reported no pt injury occurred.